Event description:
Reporter noted slight corneal burns on all cases (4 or 5) with same system. Does not consider them to be permanent injuries, all have resolved, but had used one suture on one pt. States that regular tips get hot. Would like to have system checked.